Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time: (B)(6) 2019] : klebsiella pneumonia and candida albicans. [Second time: (B)(6) 2019] : unspecified microbes. The device had been reprocessed using an unspecified automated endoscope reprocessor with high level disinfection. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc evaluated the subject device and found followings; there was crack on the bending section rubber. There was no scratch, but unspecified foreign material inside the instrument channel. There was no foreign material, but scratches on the light guide lens. The exact cause of the reported event could not be conclusively determined.